Manufacturer narrative:
Conclusion: paravalvular leak can be caused by a variety of factors, including valve positioning, patient anatomy, calcification level or presence of pre-existing patient conditions. In this case, the pvl most likely resulted due to suboptimal position as the valve final implant depth for this first valve was too deep, at approximately 12mm, which may have resulted in leaking over the skirt as it was reported. Per the corevalve instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus).

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately following the implant of this 31 mm transcatheter bioprosthetic valve, a transesophageal echocardiogram (tee) showed mild paravalvular leak (pvl). The following day, moderate pvl was noted. It was reported that the intra-procedural tee was limited due to a mechanical mitral valve. Angiography showed that this valve was approximately 12 mm deep which may have resulted in leaking over the skirt. Two weeks post-implant, a 29 mm second transcatheter bioprosthetic valve was successfully implanted valve-in-valve reducing the pvl to trace-mild. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.